Event description:
(Mitoyo sogo hospital) reportedly, the device was implanted due to aortic regurgitation in 2008 and explanted at approximately 47 days later, also due to aortic regurgitation.

Manufacturer narrative:
Device not returned.